Event description:
It was reported that five days after placement of two restorations using xeno IV adhesive and an unk hybrid composite material from another MFR, the pt's gums and lips began to swell; bumps later developed on the outside of the cheeks and on the neck. No medical treatment was sought.

Manufacturer narrative:
While it is unk if the xeno IV used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The lot number was provided for eval, though results are not avail as of this report. Eval results will be submitted as they become avail.